Manufacturer narrative:
(B) (4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the cautery pencil tip caught fire and had an actual flame like a candle. There was no pt injury.